Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3; reference MFR. Report# 3006705815-2019-00133, reference MFR. Report# 3006705815-2019-00134. It was reported the patient experienced lead and ipg migration (confirmed via x-rays). Reportedly, the ipg flipped in the pocket site which caused discomfort while stimulation was turned on. Reprogramming was tried to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Corrected data. The MFR numbers were erroneously missing from the additional report-1. The MFR numbers are included in additional report-2

Event description:
Device 1 of 3. Reference MFR report # 3006705815-2019-00133, reference MFR report # 3006705815-2019-00134.